Manufacturer narrative:
(B)(4). The recipient reportedly experienced an abscess at the implant site. The recipient was hospitalized (B)(6) 2017 through (B)(6) 2017. The recipient was treated with IV antibiotics (zosyn & augmentin) from (B)(6) 2017 through (B)(6) 2017. The recipient was explanted (B)(6) 2017. The recipient's infection has resolved. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient was not reimplanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.